Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On november 8, 2021, olympus medical systems corp. (Omsc) received the literature titled "superficial neoplasia involving the ileocecal valve: clinical outcomes of endoscopic submucosal dissection". The purpose of this literature was to retrospectively investigate the efficacy, safety, and feasibility of esd for lesions involving the icv, and to compare its outcomes to esd of other colonic segments. In the literature, it was reported as follows; the study comprised 1507 patients were enrolled (872 m, 57.8%), of these 53 patients had lesions involving the ileocecal valve (icv). The mean age was 70.2 years (range, 53¿83 years) from january 2008 to march 2020. The esd was performed using the following devices: a standard or pediatric or slim colonoscope (cf-h180dl, pcf-q290azi, olympus or ec-760r-vl, fujifilm or ec-760zp-vl, fujifilm) were used under carbon dioxide in- sufflation. A small-caliber-tip transparent (st) hood (fujifilm) has been used. Hemostasis was achieved with hemostatic forceps (coagrasper, fd-410lr; olympus). A high-frequency generator (vio 300d or vio 3; erbe) was used during procedures. Dissection was performed either with dual-knife and tt-knife (olympus) or with hybridknife I and t- type (erbe) according to the endoscopists¿ preference. Follows complications were reported. Perforation (111 patients) 3 patients include icv group. Delayed bleeding (30 patients) 1 include icv group. The perforation and bleeding in the icv group occurred in 3 and 1 patient, respectively, were successfully treated conservatively. The others perforation and bleeding were not provided detailed information. Omsc assumes that these complications cannot be denied a relationship with the subject device due to the esd procedure used by the subject device. Omsc assumes that the perforation and bleeding in the icv group that occurred were not serious injuries due to conservatively treatment. And, omsc assumes that the bleeding in the other group was not serious injuries due to no information provided. Whereas, omsc assumes that the perforation in the other group was a serious injury since the perforation might be caused or contributed to a death or serious injury. Therefore, omsc assumes that intraoperative perforation was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc will submit a medical device report (MDR) of the subject device for perforation.